Event description:
During ecrp the retrieval basket broke off requiring exploratory laparotomy to remove basket. Patient with post-operative complications i.e. Blood clot, pneumonia, drains and prolonged hospitalization.